Manufacturer narrative:
The initial reporter provided an incomplete lot number; thus, manufacturing date and expiration date could not be provided. Multiple follow-ups were conducted to obtain additional information and to retrieve reported product; however, there was no response. Once the evaluation is completed or new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant failed to achieve the primary stability. Per initial report, the implant did not have the primary stability because of the elasticity of the soft bone tissue during the drilling procedure. The implant was being placed in the tooth # 17. The implant site has type 2 bone quality. The patient has no relevant pre-existing condition. There was no abnormality with the implant. There was no reported injury to the patient.

Manufacturer narrative:
Additional information was received regarding the lot number; therefore, information was updated and UDI no. Was provided. The device was returned and evaluated. A visual and radiographic inspection was performed and found no deviations. The critical parameters were measured and found no deviations, no defects, nor non-conformities. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site, due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration. Precautions are provided in the IFU that state, minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: · all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. Per the reported information the patient had type ii bone quality; however, the implant did not reach primary stability because of the elasticity of the soft bone tissue during the drilling procedure. No abnormality with the implant was confirmed, this event will be tracked and trended.